Event description:
It was reported that an unknown female implanted with vns therapy had an ambulatory eeg showed an episode of bradycardia with heart rate dropping from 78 bpm to 36 bpm, followed by 44 seconds of asystole. During this event, the patient reported headache and shortness of breath followed by loss of consciousness. A 30-day holter revealed intermittent av block and atrial fibrillation. Deactivating the vns resolved symptoms, with no syncope recurrence over one year. No other relevant information has been received to date.

Manufacturer narrative:
Late onset deadly pauses on vns; authors: (B)(6). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e011903. Health effect - clinical code :e0116. Health effect - clinical code :e0717.